Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, the unit is operating with ac power but not operating with battery. The blower motor won't start to ventilate. The unit is giving "patient pressure" alarm and "oxygen sensor failure" alarm. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The blower motor was found to be defective preventing the system from being used. A quote for repair has been issued to the customer but to date has not been accepted. This failure mode has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious injury.